Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The device displayed the message low vacuum. The device stopped working after a few minutes. The fse replaced the repair kit for 5000 hours; after replacing it, the device works correctly after that.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. The device displayed the message low vacuum. The device stopped working after a few minutes. The fse replaced the repair kit for 5000 hours; after replacing it, the device works correctly after that. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displays the message low vacuum. The device stops working after a few minutes. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.